Manufacturer narrative:
The three unused devices returned by the facility were tested for shield activation engagement and activation force. Both were found to be acceptable and to be within specification. Based on this info, and since the actual device involved in the event was not returned, co is unable to conclude if the reported needle stick occurred as a result of a device malfunction, or user error. A review of co's records indicated that this is the first reported incident on the returned lot number. Trend analysis showed no significant trends no this product line for the reported condition.

Event description:
After drawing labs with the safety needle and syringe, the safety needle was activated on a hard surface. Clinician heard a click indicating the cover was activated. However when clinician tried to remove the safety needle from the syringe, the needle popped out of the cover and stuck the clinician in the hand.